Event description:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of device dislocation ("migration of the implant"), pregnancy with contraceptive device ("pregnancy") and abortion spontaneous ("miscarriage") in a (B)(6) female patient (gravida 5, para 3) who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included multigravida and parity 3 ((B)(6) 1988, (B)(6) 2001, (B)(6) 2005). Previously administered products included for birth control: depo provera from 2003 to 2004. Concurrent conditions included dyspareunia, vaginal itching, abdominal discomfort, infection urinary tract and vulval candida. Concomitant products included paracetamol (acetaminophen). On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced vaginal haemorrhage ("abnormal bleeding(vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding(vaginal, menorrhagia)"). In (B)(6) 2010, the patient experienced pelvic pain ("persistent pelvic pain / pain"), depression ("depression") and anxiety ("mental anguish"). In 2011, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). On (B)(6) 2011, 5 years 10 months after insertion of essure (ess205), the patient experienced abortion spontaneous (seriousness criterion medically significant). On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant) with abdominal pain, menstrual disorder ("menstrual bleeding"), vulvovaginitis ("vulvovaginitis"), bacterial vaginosis ("bacterial vaginosis"), vaginal discharge ("vaginal discharge"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and back pain ("pain (back area)"). Last menstrual period and estimated date of delivery were not provided. The patient had essure (ess205) during the first trimester of pregnancy. Essure (ess205) treatment was not changed. At the time of the report, the device dislocation, pregnancy with contraceptive device, abortion spontaneous, pelvic pain, menstrual disorder, vulvovaginitis, bacterial vaginosis, vaginal discharge, vaginal haemorrhage, menorrhagia, depression, anxiety, dyspareunia and back pain outcome was unknown and the dysmenorrhoea had not resolved. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, anxiety, back pain, bacterial vaginosis, depression, device dislocation, dysmenorrhoea, dyspareunia, menorrhagia, menstrual disorder, pelvic pain, pregnancy with contraceptive device, vaginal discharge, vaginal haemorrhage and vulvovaginitis to be related to essure (ess205). The reporter commented: currently planning for essure removal. Plaintiff anticipates removing her essure device at a reasonable date and time when available, when financially able, and by a physician to be determined, due to concerns regarding possible danger(s) to her health. Diagnostic results (normal ranges are provided in parenthesis if available): cytology - on (B)(6) 2014: gardnerella detected; on (B)(6) 2017: gardnerella detected. Hysterosalpingogram - on (B)(6) 2017: unilateral occlusion (left tube occluded); on (B)(6) 2017, plaintiff had an hsg (hysterosalpingogram) test done which confirmed that the essure device had successfully occluded the left fallopian tube. On (B)(6) 2011, ultrasound: intrauterine pregnancy in fundal portion of uterus with somewhat unusual shape. No yolk sac or fetal pole seen. Could not tolerate vaginal examination. Follow-up examination recommended to exclude viable pregnancy. No evidence of an ectopic is seen at this time. On (B)(6) 2011, ultrasound: empty gestational sac. By sac size, age of (B)(6). Suggest correlation with hcg levels. There is no evidence of a concerning adnexal abnormality, nor significant free fluid in the cul-de-sac to suggest presence of an ectopic pregnancy. Confirming the injuries reported in this case, the following ones were described in patient's medical records: vulvovaginitis, vaginal discharge, bacterial vaginosis, pregnancy with contraceptive device. Most recent follow-up information incorporated above includes: on 11-oct-2018: pfs received. New events added- abnormal bleeding (vaginal, menorrhagia), depression, mental anguish, back pain and dyspareunia (painful sexual intercourse). Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.